Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a gastroscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip would not open and was dangling from the tip of the catheter in a closed position. The clip was removed from the patient. The physician opened and used another resolution clip device to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the clip was mashed on the bushing, therefore, this is now an MDR reportable event.

Manufacturer narrative:
Evaluation result of clip mashed onto bushing. A visual examination of the returned device noted that the clip assembly was mashed onto the bushing. The clip assembly was detached from bushing when the control wire was actuated; thus, the prongs could not be opened because the clip assembly was deployed. The prongs were not locked into the capsule. A kink was noted in the control wire. It was also noted that the over sheath assembly was not returned. Based on the condition of the returned device, the reported failure could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.